Manufacturer narrative:
On 12/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a functional endoscopic sinus surgery (fess), they were unable to register the patient using tracer registration. The rn adjusted 3d model to reduce dental artifact. Confirmed that nose and forehead were present in scan and that headframe cad model was placed on forehead on the scan. The rn stated they were using a headframe with the strap. The surgeon attempted registering again using tracer, however, was unsuccessful. The medtronic representative instructed the rn to move the emitter to fist distance from patient in a 3 o'clock position, there was no improvement. The surgeon was able to register the patient and continued the procedure until alleging an inaccuracy of 2 millimeters occurred. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.